Event description:
Reporter alleged obtaining the results of 200 mg/dl and 44 mg/dl back to back within 10 minutes on the active s system. Reporter had eaten oatmeal about 30 minutes prior to obtaining the readings and ate a sandwich afterwards. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Account stated that the wires where p640 light flips over smoked and burnt.